Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle was blocked during the insulin injection. The following information was provided by the initial reporter: "when I bring them in it blocks most of the time"

Manufacturer narrative:
H6: investigation summary no samples or photos were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 2143223. All inspections were performed per the applicable operations qc specification.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle was blocked during the insulin injection. The following information was provided by the initial reporter: "when I bring them in, it blocks most of the time."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.